Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood/hemolysis: the cause was not established due insufficient clinical details and no product or data logs were returned. Device in wrong position: the cause was not determined due to lack of clinical details and no product returned. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 39 year old male patient underwent support with an impella cp (pump 1: (B)(6); pc (B)(4); gu case (B)(6) for the indication of acute myocardial infarction with cardiogenic shock. The device was implanted percutaneously via the right femoral artery on (B)(6) 2026 at 18:09. While supported with both va ECMO and impella cp, the clinical team observed pink to red urine in the foley catheter and laboratory evidence of severe hemolysis with ldh levels greater than 10,000 u/l. Suspected hemolysis prompted impella repositioning after imaging indicated the device was measuring deep; the pump was subsequently operating at p 2. Despite ongoing support, the patient expired on (B)(6) 2026 while on va ECMO and impella; no cause of death was provided. Device related failure modes under consideration include hemolysis and malposition; return of the device is not expected at this time, and physical inspection cannot be performed. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition.